Manufacturer narrative:
Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After use of the mynxgrip vascular closure device (vcd), the tech stated that the mynx failed. After compression tube was removed, the tech noted a spurt of blood and then had to hold for manual pressure. Patient's blood pressure was reported by staff nurse to be 178/102. There was no patient injury. A retrograde approach was used. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vcd is available for analysis.

Manufacturer narrative:
After use of the mynxgrip vascular closure device (vcd), the tech stated that the mynx failed. After the compression tube was removed, the tech noted a spurt of blood and then had to hold for manual pressure. The patient's blood pressure was reported by staff nurse to be 178/102. There was no patient injury. A retrograde approach was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vcd is available for analysis. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The sealant, advancer tube and procedure sheath were not returned with the device. The device was inspected for anomalies which may have contributed to the reported incident, and no anomalies were observed. Per functional analysis, the device was returned in the condition of a complete removal of the device, and without the sealant nor the advancer tube, which matched the intended use mynxgrip instructions for use (IFU). Therefore, no functional test was performed on the device. A product history record (phr) review of lot f2200501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Failing to achieve hemostasis is a known potential complication and listed in the products instructions for use as such. Failing to achieve hemostasis is usually related to patient factors, including multiple stick punctures, high activated clotting time (act), and concomitant use of anticoagulants, gpiib/iiia therapy, and anti-thrombotic therapy. According to the instructions for use which is not intended as a mitigation of risk, ¿do not use mynx if the puncture is through the posterior wall or if there are multiple punctures, as such punctures may result in a retroperitoneal hematoma/bleed¿. Additionally, the ifus state that the effectiveness of the mynx devices have not been established in patients with bleeding disorders such as thrombocytopenia, hemophilia, von willebrand¿s disease or anemia; in patients with uncontrolled hypertension; and patients with documented inr >1.5 or patients currently receiving glycoprotein iib/iiia platelet inhibitors. Neither the phr review, nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.